Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: none. It was reported on january 20, 2007, three stents were implanted. A vision 3.0 x 18 was implanted in the lad, a vision 2.75 x 18 in the obtuse marginal, and a mini-vision 2.0 x 12 in the rao. In 2007, an angiography was performed which revealed that the stent in the lad had a 20% restenosis inner stent and a 70% restenosis in the segment. As a result, the stent was dilated and reportedly the patient is fine. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information and analysis of the returned device. There was no report of any device malfunction. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. This is not necessarily an indication of a product quality issue and in this case a conclusive root cause cannot be determined.